Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse cleaned the flow cell, sample pot, and replaced the tubing, pot electrodes, mixer motor and reference electrode which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) results for two (2) patient samples on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer repeated the samples on their other instrument with results considered correct. The customer did not provide patient data or demographics.